Manufacturer narrative:
Currnetly it us unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore cosider this report complete.

Event description:
The customer was hospitalized for low blood glucose and dka. The customer stated that the cannula was crimped. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exted. The high-pressure test was performed and passed within specifications.